Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of elevated blood glucose while using the ilet, with time-in-range decreasing compared to their usual experience, and they believed the device was not delivering sufficient insulin; the pt disconnected from the ilet and administered subcutaneous insulin by pen, and multiple infusion site changes were performed with no bent cannulas observed and a replacement infusion set box provided. Symptoms included hyperglycemia with reported readings up to 322 mg/dl. Outcomes included a subsequent decrease in blood glucose to 198 mg/dl after intervention and troubleshooting. Investigation included review of device data and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or infusion set cannula damage, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.